Manufacturer narrative:
The device was returned and evaluated. The exposed portion of the soft cannula was found to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed along the fluid path. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. The device generated an alarm that indicated a reset caused by cop expiration. The downloaded data showed no signs of struggle or abnormalities prior to the alarm being generated. The cause of the observed alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose level rose to between 18 mmol/l (324 mg/dl) and 20 mmol/l (360 mg/dl). The patient treated the hyperglycemia with a bolus delivered with a pen. The pod was worn between 24 and 36 hours on the hip/buttocks.